Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device evaluation changed to device discarded. Analysis of production: (3331/213/67) a lot history record review was completed for lots 25159875, 25159887, and 25159926 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov 2019 to oct 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device discarded: (4115/3221/67) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working/heating when taken from doing radial to vein. After taking erah, they dissected the leg and began to start ligating it when the cautery stopped working on the very first branch. They opened a new kit and it worked well for the remainder of the case. No additional incisions made or significant time added. No patient effects.